Event description:
The septum pushed down and completely dislodged from the housing of the middle y-site of the set, resulting in flow blockage. Contact stated that the septum went approx 1/2 to 1/4 inch into the y-site and blocked the tubing. The reported condition occurred during rapid sequence intubation in the operating room (or). Contact stated that the septum dislodged after anesthesiologist had administered a bolus of propofol. Reportedly, the physician did not notice that the septum had dislodged as he did not flush through the septum. Per physician, septum dislodgement blocked flow of the primary solution (lactated ringer's) connected to this IV line. Contact state that pt started "flopping" around the table before physician had a chance to administer a neuromuscular agent. Per contact, pt eventually received zemuron (neuromuscular agent). No further info is avail regarding the adult pt's demographics, medical diagnosis or medical history.